Manufacturer narrative:
The company representative was able to replicate the reported event. The system was calibrated to its recommended specification and then was tested and found to meet product specifications. Why or how this system fell out of calibration cannot be determined conclusively. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to incorrect calibration. Why or how this system fell out of calibration cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported that during the cataract surgery an ophthalmic console would not exhibit fluid air exchange. There was no report of the patient harm. Additional information has been requested. Additional information received and it was indicated that patient under went vitrectomy procedure. The patient did not required secondary procedure and none of the procedure was aborted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).